Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm blood glucose reading or the meter bg reading at the time of the event. As as result of the increased basal delivery, the customer's bg level lowered to 51 mg/dl. Due to the bg level the customer experienced "blurred vision and confusion." Customer required emergency medical services with consuming carbohydrates, glucose tablets and an "injection of a substance" unknown to customer to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.